Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis of the device revealed high battery impedance.

Event description:
It was reported that the device was at elective replacement indicator after 62 months of use. It was reported that there was high burden due to atrial fibrillation. The device was explanted and replaced. No patient complications have been reported as a result of this event.